Event description:
It was reported to covidien that a customer had an issue with a hemodialysis catheter. The customer reports that when the pt was getting dialysis, the pt moved in her bed to use a basin and the nurse became aware that the catheter was only about 1 inch still in the pt. The catheter needed to be removed and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.